Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed for the last days of customer use since an event date was not provided. The review shows an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate multiple times in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate multiple times" was not reproduced. Evaluation tested the device for flow accuracy, at the rate of 40ml/hr at a volume to be infused of 40 with the results of 41.094, and the error percentage was (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.